Manufacturer narrative:
Final analysis found composition of epoxy contamination on contact spring/medical adhesive on set screw that may be traced back to a manufacturing anomaly. Field complaint of set screw anomaly may have resulted from the anomaly found.

Event description:
It was reported that during implantation procedure, there was set screw issue noted on the device. The right atrial (ra) lead continually dislodged. Multiple locations were attempted, but the lead would continue to dislodge. A final location with good measurement was found and the lead was connected to the device. The pocket was in the process of being closed and the lead dislodged again. The physician was unable to loosen the set screw. A second wrench was used, but the setscrew could not be loosened. The septum of the setscrew was removed and it was noted that part of the hex wrench was broken and was stuck in the set screw; as a result the set screw could not be loosened. The physician ultimately abandoned the device and the right atrial (ra) lead. A new device and ra lead was implanted successfully. No adverse events were noted to the patient. Patient¿s condition post procedure was stable.